Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, the ventilator stopped working without any reported harm to the patient. There is no report of death or serious injury associated with this event.